Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of not being able to insert the device was confirmed. The locking flats of the bur were determined to have been machined off-center, preventing the bur from locking into a motor. It was concluded that the cutter has misloaded into the cnc machine during the flats grinding operation, resulting in the cutter position being off when the flats were applied. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from australia stating that the device could not be inserted into the hand piece. The device was being used during surgery. No injuries were reported. No additional information was provided.